Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 620729, 620734, 621810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in thigh. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine prolapse ("other injury(ies) or complications please describe: uterine & vaginal prolapse") and vaginal prolapse ("vaginal prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, uterine prolapse and vaginal prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, uterine prolapse, vaginal prolapse and vulvovaginal pain to be related to essure. The reporter commented: there were five trailing coils on the second device that was deployed into the right fallopian tube. Discrepancy noted in pfs model number: ess205 while the insertion date is (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Pathology test - on (B)(6) 2009: result: diagnosis: uterus, endometrium, total hysterectomy- secretory phase uterus, myometrium, total hysterectomy- no histopathologic abnormality uterus, cervix, total hysterectomy- nabothian cysts specimens removed: uterus and cervix. Lot number:620729 manufacture date:2006-06 expiration date: 2008-05. Lot number: 620734 manufacture date:2006-07 expiration date: 2008-06. Lot number:621810 manufacture date:2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 620729, 620734, 621810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in thigh. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine prolapse ("other injury(ies) or complications please describe: uterine & vaginal prolapse") and vaginal prolapse ("vaginal prolapse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, uterine prolapse and vaginal prolapse outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, uterine prolapse, vaginal prolapse and vulvovaginal pain to be related to essure. The reporter commented: there were five trailing coils on the second device that was deployed into the right fallopian tube. Discrepancy noted in pfs model number: ess205 while the insertion date is (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion.. Pathology test - on (B)(6) 2009: result: diagnosis: uterus, endometrium, total hysterectomy- secretory phase uterus, myometrium, total hysterectomy- no histopathologic abnormality uterus, cervix, total hysterectomy- nabothian cysts specimens removed: uterus and cervix. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Essure lot number added. Product indication updated. Suspect drug implant date updated. Race information added. Following events were added: other injury(ies) or complications please describe: uterine & vaginal prolapse and vaginal prolapse. Event onset date added for: uterine & vaginal prolapse. Lab data added. Medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.